Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient was driving a car, and experienced loss of consciousness. The patient had an accident and when they regained consciousness, the paramedics were already at the scene. The patient stated that no alert had sounded despite his blood glucose reading having been in an urgent low range. When a fingerstick was taken by the paramedics the blood glucose reading was 22 mg/dl. The cgm reading was displaying a sensor error at that moment. The patient was treated with a glucose gel and was brought to the hospital. At the hospital the patient was treated with intravenous fluids. No further treatment was reported to be needed and after 5 hours the patient was discharged. The blood glucose reading was 186 mg/dl at that moment. At the time of the report the patient stated that their head was hurting and that they had a bruise. It was understood however that the patient was stable and had recovered from the hypoglycemic event. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient was driving a car, and experienced loss of consciousness. The patient had an accident and when they regained consciousness, the paramedics were already at the scene. The patient stated that no alert had sounded despite his blood glucose reading having been in an urgent low range. When a fingerstick was taken by the paramedics the blood glucose reading was 22 mg/dl. The cgm reading was displaying a sensor error at that moment. The patient was treated with a glucose gel and was brought to the hospital. At the hospital the patient was treated with intravenous fluids. No further treatment was reported to be needed and after 5 hours the patient was discharged. The blood glucose reading was 186 mg/dl at that moment. At the time of the report the patient stated that their head was hurting and that they had a bruise. It was understood however that the patient was stable, and had recovered from the hypoglycemic event. The customer¿s experience of no audio alert was confirmed. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 5:51 am on (B)(6) 2025. The session lasted ~13 hours and ended for unknown reasons. There were no bg meter calibrations performed during the short session. During the time period of interest, it was found that the alert setting for quiet mode (silence all) had been enabled just prior to the low glucose events and therefore the expected alerts occurred but were only displayed on the app. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).